Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (IFU), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 2.25x23mm xience alpine stent delivery system (sds) was advanced to the target lesion and stent was implanted; however, a proximal edge dissection was noted. Therefore, the 2.25x23mm xience alpine stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.